Event description:
It was reported that the ilet user¿s infusion set came out of the applicator during a supply change, indicating the infusion set was deployed incorrectly; the user then completed the supply change with guidance and resumed insulin delivery, involving the infusion set component. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure or method involving the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.